Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements. It was noted that the shock impedance measurements had been continuing to steadily rise, and at this time, the plan was to continue monitoring the system. The device and rv lead remain in service. No adverse patient effects were reported.